Event description:
It was reported that during a peripheral angioplasty procedure, balloon burst and artery dissection occurred. The target lesion was located in the femoral artery. A 4.0mm x 100mm x 150cm sterling balloon catheter was used for pre dilation. The balloon burst on the first inflation at 8 atmospheres, showing a non obstructive artery dissection (type d). A peripheral femoral intervention was done to address the artery dissection but was unsuccessful. The procedure was not completed due to this event. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis as it was disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).